Event description:
While wearing the external equipment, the patient reportedly experienced out of range impedances and uncomfortable sensations. The patient was seen at the center for device evaluation. External equipment was exchanged. However the reported problem was not resolved. A CT scan indicated that the electrode was not inside the cochlea. Surgery to reposition the patient's electrode array has been scheduled.